Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. Three of the four samples had additional discrepant results for ise indirect cl for gen.2 and one of the four samples also had discrepant results for ise indirect k for gen.2. The first sample initially resulted with an na value of 127 mmol/l. The sample was repeated twice, resulting with na values of 142 mmol/l and 143 mmol/l. The first sample initially resulted with a cl value of 95 mmol/l. The sample was repeated twice, resulting with cl values of 105 mmol/l and 106 mmol/l. It was asked, but it is not known if incorrect results from this sample were reported outside of the laboratory. The second sample initially resulted with an na value of 124 mmol/l on 27-sep-2019. The sample was repeated twice on the same day, resulting with na values of 140 mmol/l and 141 mmol/l. The second sample initially resulted with a cl value of 93 mmol/l on 27-sep-2019. The sample was repeated twice on the same day, resulting with cl values of 104 mmol/l and 104 mmol/l. It was asked, but it is not known if incorrect results from this sample were reported outside of the laboratory. The third sample initially resulted with an na value of 156 mmol/l on 02-oct-2019. The sample was repeated twice on the same day, resulting with na values of 141 mmol/l and 141 mmol/l. The third sample initially resulted with a k value of 4.5 mmol/l on 02-oct-2019. The sample was repeated twice on the same day, resulting with k values of 4.0 mmol/l and 4.0 mmol/l. The third sample initially resulted with a cl value of 114 mmol/l on 02-oct-2019. The sample was repeated twice on the same day, resulting with cl values of 102 mmol/l and 103 mmol/l. It was asked, but it is not known if incorrect results from this sample were reported outside of the laboratory. The fourth sample initially resulted with an na value of 127 mmol/l on 24-oct-2019. The sample was repeated twice on the same day, resulting with na values of 139 mmol/l and 140 mmol/l. The fourth sample initially resulted with a cl value of 94 mmol/l on 24-oct-2019. The sample was repeated twice on the same day, resulting with cl values of 102 mmol/l and 103 mmol/l. The first repeat values from this sample were reported outside of the laboratory as they matched the second repeat values. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
Based on the calibration data, it was determined the customer is using a calibration program with non roche standards. This is an off label use of the analyzer. The product labeling states: the above-mentioned ise calibrators, auxiliary reagents and electrodes are required to calibrate and calculate results for the ise module. Use of any other products may result in inaccurate measurements of routine samples and/or damage to the electrodes.